Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital replaced the bag to vent switch and returned the unit to service. No ge healthcare service provide.

Event description:
The hospital reported that the device switched from mechanical ventilation to manual ventilation. The device recovered with reset of the bag to vent switch. There was no patient injury reported.